Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Send customer test strips only. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user); test strip UDI# (B)(4). Note: at call back on (B)(6) 2018, the customer's condition had improved and she did not currently have any diabetic symptoms. Customer had been hospitalized (B)(6) 2018 until (B)(6) 2018. Customer was diagnosed with a uti, e.coli, hyperglycemia and diagnosed with type 1 diabetes. Customer's blood glucose test result when at the hospital was 181 mg/dl non-fasting (glucose meter). Customer was treated with fast acting and long acting insulin and was given a blood thinner and antibiotic (cefuroxime) for the infection. Customer was released from the hospital (B)(6) 2018. Customer is now taking metformin, lantus and cefuroxime.

Event description:
Consumer reported complaint for e-2 error code. Husband is calling on behalf of the customer. The e-2 error message occurred when the blood sample was absorbed. Customer was using the correct test strip (truemetrix); test strip manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-2 using truemetrix meter. At the time of the call the customer felt physically ill and reported symptoms of thirst and fatigue. Customer was going to follow up with doctor.